Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found the tubing was separated from the y-clear link. The reported condition of leak was verified. The cause of the condition was separation of component due to manual assembly. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer lock adapter of a clearlink continu-flo solution set separated from the lower port during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.